Event description:
It was reported that the patient received inappropriate therapy in the form of the atrial lead pacing the ventricle. A device check about nine months post-implant discovered lead dislodgement. The atrial lead was repositioned into the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58 lead implanted: (B)(6) 2014. (B)(4)